Event description:
A customer contacted baxter?s technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 3. The home patient (hp) was still connected. The technical service representative (tsr) asked if any bags came undone and the hp stated no. The tsr explained the alarm and assisted the hp to clear the alarm by turning the hc off and on. The hp would finish with manual supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated she did not notice any visible damage or abnormalities with the cassette that was in use. The hp advised that she finished therapy with manual supplies and resumed therapy on the cycler the following day. There was no patient injury or medical intervention reported. The reported system error 2240 alarm was not confirmed and the cause was undetermined due to a lack of sample. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).